Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had scale marking issues. The following information was provided by the initial reporter : the consumer reported finding about half the syringes from current box and in 3 prior boxes the scale markings do not start at the 0 marker. Date of event : unknown . Sample status : current box - awaiting sample; previous boxes - discarded.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-26. H6: investigation summary customer returned a total of 39 0.3ml syringes. No other identification was provided. Each syringe was inspected to ensure that it was within specifications. Four of the returned syringes required further volumetric measurements, as the alignment of their graduation markings could not be verified. A review of the device history record was completed for batch# 1102431. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the graduation markings not being in alignment. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1102431 ¿ device expiration date : 04/30/2026. ¿ device manufacture date : 04/12/2021. Lot # : unknown ¿ device expiration date : unknown. ¿ device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had scale marking issues. The following information was provided by the initial reporter : the consumer reported finding about half the syringes from current box and in 3 prior boxes the scale markings do not start at the 0 marker. Date of event : unknown. Sample status : current box - awaiting sample. Previous boxes - discarded.